Manufacturer narrative:
Additional information manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: patient's death was not related to the device. The device operated as expected and will not be returned for evaluation.

Manufacturer narrative:
UDI #: the device was manufactured before the UDI implementation. Approximate age of device: 8 years 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient expired after withdrawal of care. No further detail is provided.